Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s implantable cardioverter defibrillator had delivered inappropriate shock stimulation. The reason for inappropriate shock therapy was unknown. No intervention was completed. The patient was stable and will continue to be monitored.